Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported loss of arterial access could not be determined. Factors that may contribute to the loss of arterial access/device being pulled out include, but not limited to, device pulled back too hard or incorrect positioning inside the vessel while pressing the thumb advancer. Reportedly, the starclose se device was pulled out before the deployment button was pressed in step 4. It should be noted that the electronic starclose instructions for use (IFU), states: click 4: deploy clip to close arteriotomy. D - provide counter-traction with the left hand on the patients body and remove the device with the right hand. In this case, the device was likely pulled out inadvertently prior to clicking 4 due to the listed potential contributing factors. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- medical device problem code 2017 clarifier: failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the right common femoral artery using a starclose se device after a superficial femoral artery interventional procedure. Reportedly, the starclose se device was pulled out before the deployment button was pressed in step 4. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.